Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: per the contact the surgeon was applying excessive torque in order to get the view desired. During that process, a piece of the trocar broke off. The piece that broke was at the bottom of the shaft were the trocar had been inserted into the patient. It was a 7cm piece that was retrieved. The trocar was discarded.

Event description:
It was reported that they are in the middle of some kind of laparoscopic bowel resection and the tip of the trocar broke off. No other information available at this time.